Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device migrated out of the pocket and a pocket revision was performed. The patient continues to experience pain in the left hand, arm, elbow and shoulder since the revision. The device remains in use. No further patient complications have been reported as a result of this event.